Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the retraction of the catheter, the doctor experienced difficulty to remove the guidewire after insertion of the catheter. The doctor eventually had to remove the catheter together with the guidewire. Upon checking the guidewire, it was found to be broken and split into three (3) parts. The coiled portion was intact. A new catheter was inserted to the patient. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. One guide wire was returned with it¿s original package of the acute triple product. Visual inspection was performed and it revealed that the guide wire was stretched, broken and kinked on different points. Dimensional testing was performed. The measure of the guide wire was within specifications and the equipment was calibrated. Based on the information, no dimensional defect in the guide wire was found. The reported condition was not confirmed. The physical sample involved in the reported incident was returned for evaluation and passed the dimensional test. Based on the available information could not be attributing to manufacturing process. The most probable root cause can be considered as costumer misuse. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.